Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient strained for their bowel movements while using the foley catheter. Their body get tensed up internally and the foley catheter was moved from the bladder to urine canal and they get plugged.

Event description:
It was reported that the patient strained for their bowel movements while using the foley catheter. Their body get tensed up internally and the foley catheter was moved from the bladder to urine canal and they get plugged.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be the potential root cause for this failure could be could be user related (example: over aspirated, incorrect syringe) /collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic techniques and sterile equipments - use the smallest foley catheter possible, consistent with good drainage. - document the indications of catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record.¿ the device was not returned.